Event description:
It was reported that (1) device was used during a pelvectomy. It was reported by the affiliate that the mcm20 clips would not advance after the 3rd clip. Another instrument was used to complete the case. There was no consequence to the patient.